Manufacturer narrative:
Investigation summary: cadd legacy 1 pump sn: (B)(6) is a loan device owned by ICU. The pump was received from the customer stating that the pump presents a high-pressure alarm, which remains when switching on. The customer reported issue was unable to be confirmed or duplicated during repair activities. The cause of the reported issue was unable to be determined or verified through evidence and test methods available. Preventive dso (downstream occlusion) sensor replacement + service. Before returning to the customer the device has to pass functional and delivery tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump presented a high-pressure alarm, which remained when switching on. There was no patient involvement.